Event description:
Health professional called to report an alleged "port infection and the patient's stomach was eroded." The lap-band device was removed. It is not confirmed if the adverse events are caused by the device.

Manufacturer narrative:
Tape ii. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period of years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."